Manufacturer narrative:
The broken pressure dome was discarded by the user facility in follow-up of the event, unfortunately. The flowmeter body was returned to dräger to which some plastic fragments of the dome were still attached. It was not possible to remove the fragments from the thread without destroying force which indicates that the inner strength of the plastic material was not compromised. It was further determined that the device was manufactured in 2011 and that the hospital is using a reprocessing agent which was tested and approved by dräger for the particular product. There was no evidence provided that the recommended service interval of 3 years was maintained. A reliable conclusion in regard to the root cause is not possible since the major part of the suspected item was discarded by the user. The appearance of the material fragments would rather indicate a pre-damage by mechanic force than a deterioration due to ageing or exposition to incompatible chemicals. This is substantiated by the fact that a reprocessing substance is used which was tested for compatibility by dräger. The IFU includes a warning message that the mechanical integrity shall be checked prior to each use. Furthermore, an in-depth inspection of the product has to be carried out by skilled personnel at least every three years. Due to the fact that there were no records available if and when the latest service activities were performed, no statement can be made when exactly the mechanical pre-damage might has occurred.

Event description:
See initial MFR. Report #9611500-2017-00230.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the pressure dome of a flow meter suddenly burst during operation. The was no injury of a person reported.